Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, with this right ventricular (rv) lead, exhibited high out of range shocking impedance measurements. The healthcare professional (hcp) expressed concern that these out of range alerts were not visible. Technical services (ts) explained that alerts are configured to trigger only once. After an alert is triggered, the patient is expected to assist to the clinic for device interrogation, which resets the alert. Once reset, a new alert will be generated if another out of range measurement occurs. As the device was interrogated, a subsequent out of range impedance measurement was identified, leading to the generation of a new alert. Regarding the lead, ts indicated that the fluctuating impedance values were suggestive of a potential conductor fracture. Troubleshooting guidance was provided, including a recommendation to program to a single coil configuration if applicable. No adverse patient effects were reported. This rv lead remains in service.